Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to disconnect the connector on an interlink t-connector extension set. It was difficult to twist without tool usage and a lot of pressure. This occurred during set-up. There was no patient involvement. No additional information is available.